Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was implanted. Approximately three months after the surgery, the patient experienced pain during sexual relations. The patient was seen by her surgeon who said everything was normal and prescribed a vaginal cream. The pain during intercourse continued and the patient complained of being able to feel something in her anus. The patient went to see her family doctor in (B)(6) 2009 who then referred her back to the surgeon. In early 2011, the patient went to the emergency room three times. On her (B)(6) 2011 visit, the patient told the physician that she felt that her vagina had dropped and was prescribed morphine. The physician told the patient that she had protruding mesh in the anal area. The patient went to see her surgeon on (B)(6) 2011. At that time, the patient was advised that to remove the mesh, she would require another surgery through the abdomen. Currently, the patient is seeking a second medical opinion and continues to take strong pain killers, including tylenol no. 3.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.